Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/31/2021. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 additional information was requested, and the following was obtained: what was the name of the procedure? Excision of left temporal lesion + graft. - what was the procedure date? Sorry I¿m not sure but pretty sure it was the day before I sent you the initial email. - was there any change in the patient¿s post-operative care due to the prolonged procedure? No - were x-rays required to locate the needle piece? Yes - in which tissue structure the broken needle was located? Under the skin graft - what measures were taken to retrieve the broken piece? Sterile magnet - not successful x-ray - successful - what is current condition of the patient? No impact to patient condition. Only prolonged procedure. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the name of the procedure? What was the procedure date? Was there any change in the patient¿s post-operative care due to the prolonged procedure? Were x-rays taken to locate the needle piece? In which tissue structure the broken needle was located? What was the size of the needle used? What measures were taken to retrieve the broken piece? What is current condition of the patient?

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date in 2021. During the procedure, the needle broke off. The needle tip was located after a surgical delay of 5 minutes. No adverse patient consequences were reported. Additional information was requested.